Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document an unspecified alleged injury to the patient and the ventralex (device 1) was the only device implanted on (B)(6) 2010. Not returned.

Event description:
Per legal complaint: (B)(6) 2010 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex (device 1) and ventralight st. The patient is making a claim for an adverse patient outcome against the ventralex (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralight st on (B)(6) 2012 and (B)(6) 2013. As reported per legal complaint, "despite reasonable diligence, plaintiff did not know, and could not have known about the wrongful conduct by defendants in connection with his injuries on (B)(6) 2012."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2010 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex (device 1) and ventralight st. The patient is making a claim for an adverse patient outcome against the ventralex (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."